Manufacturer narrative:
D4 unique identifier: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. E1 initial reporter facility name: (B)(6) hospital. E1 initial reporter address: (B)(6). E1 initial reporter state: (B)(6). G2 report source: yamaji, k., tanaka, k., yamasaki, t., sudo, k., kinoshita, y., sumiyoshi, a., watanabe, s., iwamoto, m., watanabe, h., & okamura, a. (2025). Rotablator burr disconnection and a gap predictor. Jacc: case reports, 30(25), 104403. Https://doi.org/10.1016/j.jaccas.2025.104403.

Event description:
It was reported via literature that device issue occurred. A patient with a history of recurrent in-stent restenosis in the left anterior descending artery and left circumflex artery (lcx) presented with worsening effort angina. Coronary angiography (cag) revealed in-stent restenosis and occlusion in the lcx as well as left anterior descending artery ostium stenosis. The stent implanted previously in the lcx ostium had not been adequately expanded because of severe calcification. Pci with balloon dilatation alone was performed, and rotational arthrectomy (ra) was performed with a 2.15-mm burr at a later date. During the procedure, making the burr platform and keeping coaxial alignment were difficult due to the position of the guiding catheter, and the burr became entrapped as it exited the guiding catheter. The burr was retracted back into the catheter, but the shaft was noted to have stretched. On further retraction attempts, the burr was found to have disconnected. The guidewire remained intact, and the burr was successfully retrieved with gentle traction. The lesion was subsequently treated with a smaller 2.0-mm burr followed by drug coated balloon (dcb) dilation, and the procedure was completed successfully.

Manufacturer narrative:
D4 unique identifier: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. (B)(6). Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, the most probable cause for this complaint was considered adverse event related to procedure. As the reported events do not indicate any device damages or failures during unpackaging, preparation, or testing, it was considered likely that the reported events occurred due to factors encountered during the procedure.

Event description:
It was reported via literature that device issue occurred. A patient with a history of recurrent in-stent restenosis in the left anterior descending artery and left circumflex artery (lcx) presented with worsening effort angina. Coronary angiography (cag) revealed in-stent restenosis and occlusion in the lcx as well as left anterior descending artery ostium stenosis. The stent implanted previously in the lcx ostium had not been adequately expanded because of severe calcification. Pci with balloon dilatation alone was performed, and rotational arthrectomy (ra) was performed with a 2.15-mm burr at a later date. During the procedure, making the burr platform and keeping coaxial alignment were difficult due to the position of the guiding catheter, and the burr became entrapped as it exited the guiding catheter. The burr was retracted back into the catheter, but the shaft was noted to have stretched. On further retraction attempts, the burr was found to have disconnected. The guidewire remained intact, and the burr was successfully retrieved with gentle traction. The lesion was subsequently treated with a smaller 2.0-mm burr followed by drug coated balloon (dcb) dilation, and the procedure was completed successfully.